Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the consumable failed to meet its specifications due to not being properly glued to differential pressure lines at the time of the event while the ventilator was used for ventilation. The root cause was determined to be a quality control deficiency during the manufacturing process at the supplier. In consequence the work instruction for manufacturing of the flow sensor neo single use was updated (06.10.2020) and internal training for the updated sop took place (23.10.2020). There was no reported patient or user harm.

Event description:
Customer reports: " nurse caring for a ventilated baby observed the ventilator giving a leak/disconnection alarm. Inspection showed that the tubes had come off the flow sensor, creating a leak in the patient circuit. "